Event description:
The customer reported the insulin pump acting without any customer input, that the buttons were unresponsive, and that the device had a battery out limit alarm. There was no significant event reported as leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 240 mg/dl. No further information was provided.

Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with missing address serial number label. Unable to verify for battery out of limit alarm due to no up and down button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.